Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65 , serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that they had no signs of infection, but a lab report stated there were light signs of staph a at the implant site. The patient stated he was in pain that had been ongoing for a couple of years. The patient had a lead revision two weeks ago because he was having post-operative problems with the paddle. The patient turned off stimulation to save battery as he was at half charge. The patient stated they replaced the lead and moved the power unit from left to right. The patient could not charge because the site was still sore. There was a possible infection at the site that had to be cleaned out. There were signs of (B)(6) on the left side and they did a full clean out and the site hurt. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.